Event description:
The rptr did back to back (rapid succession) blood glucose tests using a new vial of strips. Rptr's results were 225 and 285 mg/dl. Rptr did not have any symptoms. During troubleshooting, the rptr realized that the meter/strip code was not set correctly. Rptr does check the confirmation dot for enough blood. No harm was alleged.